Event description:
The customer's mother stated that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 36 mg/dl. Troubleshooting was performed and found that on the day of the event the customer had delivered 60 units of insulin more than her average. The customer's mother stated that the customer was treating for high blood glucose levels and had apparently over treated. The customer's mother stated that the customer's blood glucose meter was reading high, but the customer did not feel like her blood glucose was high. The customer's mother was advised to have the blood glucose meter tested. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.